Manufacturer narrative:
It was reported that a male patient with history of ventricular tachycardia underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 30584390l identified no internal actions related to the reported complaint condition. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient with history of ventricular tachycardia underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that prior to start of the procedure, the carto 3 system was displaying error 1006, back patch sensor error when the patient moved. The caller stated that before the error was displayed the back patches were recognized by the carto 3 system. The caller stated when the patient would sit up the error would clear. The back patch cable was replaced and the issue was resolved. The procedure continued. The carto 3 system is operating per specs and is not responsible for the product issue. The reported location pad issue is not MDR reportable since this is highly detectable; the most likely harm is procedure delay or cancellation. It was also reported that during the ventricular tachycardia idiopathic case, a cardiac perforation was noticed. Perforation location was unknown. The pericardial effusion was discovered at the end of the procedure, after the procedure was completed but the biosense webster products were still in the body. The patient¿s blood pressure dropped, and pericardial effusion was confirmed by intracardiac echocardiography (ice) and transesophageal eco. Medical intervention provided was a pericardiocentesis and 200-300 cc of dark blood was removed from the right side of the heart. The sheath that was draining the pericardiocentesis was replaced with another sheath and the patient started bleeding bright red blood. An additional 2 liters of bright red blood was drained, in total about 2,300-2,500 cc of blood was drained from the patient. They believe when the sheath was being switched out, it may have scraped the outside of the heart. The bleeding stopped and the physician confirmed the patient did not need additional surgery. The sheath was left in the patient overnight and an additional 50 cc of blood was drained, the bleeding stopped, and the sheath was removed the following day. The patient was reported to be in stable condition. The physician does not think that any of bwi products caused the cardiac perforation. The physician thinks the cardiac perforation was caused by a competitor ultrasound catheter (abbott viewflex xtra) or a competitor coronary sinus catheter. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event is that it was procedure related. Physician believes initial perforation may have occurred during manipulation of the ice catheter or cs catheter and then a secondary perforation/laceration may have occurred while performing the pericardiocentesis or during exchange of pericardiocentesis sheaths/drains. Approx. 2300-2500 cc of fluid were removed over a 4hr period. Bleeding then stopped and a drain was left in the patient in case bleeding resumed while they remained in the hospital overnight. The ep fellow stated that the next morning ((B)(6) 2021) 50 cc of fluid had accumulated overnight via the drain, but the plan was to remove the drain and extubate the patient later that day if bleeding did not resume. Drain was removed that evening ((B)(6) 2021) but patient remained for observation as they were experiencing some chest pain due to irritation from the drain. Extended hospitalization was required and patient was discharged on(B)(6) 2021. Patient outcome from the adverse event was reported as improved. No specific product information is available for the device that possibly contributed to the secondary dissection that occurred during the medical intervention. Transseptal puncture was not performed. Prior to noting the cardiac tamponade (CT) ablation had already been performed. There was no evidence of steam pop. It is unknown when the event occurred but is not believed to have been caused by the ablation catheter. An irrigated catheter was used during the procedure with standard flow setting 2cc/8cc/15cc. Force visualization features used included graph, dashboard, vector & vsitag. Visitag module parameters used for stability were stability: 3mm, 3 sec + force over time (fot) of 25%/3g + resp gating with time (colored as time, but not targeting visitags based on time).